Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to may 07, 2026 "[alert date]". Section d6a: if implanted, give date: unknown; not provided. The extent of patient contact is unknown; therefore, it is unknown if the lens was fully implanted. Section d6b: if explanted, give date: unknown; not provided. The extent of patient contact is unknown; therefore, it is unknown if the lens was fully implanted or explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while advancing a single piece preloaded monofocal intraocular lens (iol), the tip of the applicator split. The doctor did not continue and used a backup iol of the same model and diopter for the implantation. The affected side was the left eye. No further information was provided.